Event description:
Clinical study, during a drug eluting stenting treatment procedure balloon withdrawl difficulties were encountered. The lesion being treated was a 3.5, 70% stenosed proximal left anterior descending (prox lad) artery. The lesion was not predilated. The physician then placed a taxus express2.8.8% 3.5x32mm drug eluting stent in the prox lad. After the balloon was deflated, the physician experienced difficulty withdrawing the balloon from the stent. The balloon was re-inflated to 4 atm and then fully deflated as the balloon was pulled back. It was reported the problem resolved with no patient injury or complications. The patient was discharged the 3rd day on plavix and aspirin.